Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced blood glucose (bg) level (bg value was not provided) and diabetic ketoacidosis considered dangerous. Manual injections were administered to address bg. Customer was treated with insulin and intravenous fluids in the emergency room (ER) and hospital. Customer was released from the hospital on 10/02/2018 with no permanent damage. A supply change was performed resolving the occlusion and insulin deliveries were resumed. A system check was performed and the occlusion alarms were not verified in the pump history.